Event description:
It was reported that product performance data was reviewed and classified as oversensing due to lead noise and inappropriate device detection. Oversensing of the r waves and t waves was further noted. The right ventricular and atrial leads and device remain in use. The patient was enrolled in the indicate hf clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk implantable cardioverter defibrillator (ICD), (B)(6) 2007; 6945-65 implantable tachy lead, (B)(6) 2000. (B)(4).